Event description:
It was reported that a patient underwent a cesarean section procedure on (B)(6) 2011 and continuous suture was used. On (B)(6) 2011, the patient was admitted into the hospital with an intra abdominal infection. The wound was festering in the abdomen cavity. The tissue fluid was cultured and no bacteria was found. The abdominal cavity was opened and washed and the patient was treated with antibiotics. As of (B)(6) 2012, the patient was still in the hospital. No additional information was provided.

Manufacturer narrative:
(B)(4). Infection occurred. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-00215. The same patient is represented in each medwatch.